Manufacturer narrative:
The device was returned to boston scientific for evaluation. Visual inspection showed the shaft was kinked immediately distal from the strain relief. Dried body fluid was found on the device handle. The steering knob and lock knob functioned properly. No abnormal resistance was felt when actuating the steering mechanism. Both right and left curves appeared normal. A metriq pump was connected to the device and the distal end was suspended in the center of a 1000ml beaker. After 120 minutes at a flow rate of 5ml/min (standby rate), the beaker contained approximately 580 ml of di water, which was within spec. No leaks or sources of air entry inside the handle or along the catheter shaft were observed during testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported the patient experienced an air embolism and st segment depression. During transeptal access mapping of the left atrium (la) with an intellamap orion high resolution mapping catheter via a non-boston scientific sheath, the patient experienced st depression on electrocardiogram (ECG) and sudden drop of aortic pressure. No effusion was verified with intracardiac echocardiography (ice). The physician felt there was a micro air emobli which entered la via the flush line attached to orion mapping catheter. The physician thought that the air embolism traveled from the orion catheter to the la, then the left ventricle, then the coronary artery which caused the drop in blood pressure and st depression. There was also a similar flush line connected to the non-boston scientific sheath. The patient was observed for a short time as their blood pressure returned to baseline and the st depression subsided. Another orion catheter was used and the arrhythmia was treated with a non-boston scientific ablation catheter. The procedure was completed. The patient appeared to be neurologically unaffected post anesthesia recovery. It was further reported that an air embolism was confirmed and that a magnetic resonance imaging (MRI) confirmed micro emboli in the brain as well. The orion was the only catheter in the body. It was determined that the pressure bag the orion was connected to was not flushed properly. This also occurred toward the end of the case. The lot number of the device was also clarified to be 0024427652.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported the patient experienced an air embolism and st segment depression. During transeptal access mapping of the left atrium (la) with an intellamap orion high resolution mapping catheter via a non-boston scientific sheath, the patient experienced st depression on electrocardiogram (ECG) and sudden drop of aortic pressure. No effusion was verified with intracardiac echocardiography (ice). The physician felt there was a micro air emobli which entered la via the flush line attached to orion mapping catheter. The physician thought that the air embolism traveled from the orion catheter to the la, then the left ventricle, then the coronary artery which caused the drop in blood pressure and st depression. There was also a similar flush line connected to the non-boston scientific sheath. The patient was observed for a short time as their blood pressure returned to baseline and the st depression subsided. Another orion catheter was used and the arrhythmia was treated with a non-boston scientific ablation catheter. The procedure was completed. The patient appeared to be neurologically unaffected post anesthesia recovery.

Manufacturer narrative:
Lot number updated from 0024367155 to 0024427652. Expiration date updated from 03/04/2021 to 03/14/2021. Device manufacture date from 09/03/2019 to 09/13/2019.

Event description:
It was reported the patient experienced an air embolism and st segment depression. During transeptal access mapping of the left atrium (la) with an intellamap orion high resolution mapping catheter via a non-boston scientific sheath, the patient experienced st depression on electrocardiogram (ECG) and sudden drop of aortic pressure. No effusion was verified with intracardiac echocardiography (ice). The physician felt there was a micro air emobli which entered la via the flush line attached to orion mapping catheter. The physician thought that the air embolism traveled from the orion catheter to the la, then the left ventricle, then the coronary artery which caused the drop in blood pressure and st depression. There was also a similar flush line connected to the non-boston scientific sheath. The patient was observed for a short time as their blood pressure returned to baseline and the st depression subsided. Another orion catheter was used and the arrhythmia was treated with a non-boston scientific ablation catheter. The procedure was completed. The patient appeared to be neurologically unaffected post anesthesia recovery. It was further reported that an air embolism was confirmed and that a magnetic resonance imaging (MRI) confirmed micro emboli in the brain as well. The orion was the only catheter in the body. It was determined that the pressure bag the orion was connected to was not flushed properly. This also occurred toward the end of the case. The lot number of the device was also clarified to be 0024427652.